Manufacturer narrative:
Qn#: (B)(4). The customer returned one device (5-10116 et tube,cf,8.0) for investigation. A visual examination of the returned et tube revealed that the tube was cut at approximately the 25cm mark. The et tube appears to be used as there is biological material present on the device. There was no damage to the pilot balloon connection. It appears that the returned sample is not the same sample that caused the complaint. No other defects or anomalies were observed. An attempt was made to inflate and deflate the balloon cuff. A lab inventory syringe filled with air was connected to the valve of the pilot balloon. Upon injection of air, both the pilot and cuff immediately inflated. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. The syringe was then reattached in order to deflate the balloons. Both the pilot balloon and balloon cuff were able to deflate. The et tube was submerged underwater and an attempt to inflate was made to detect any le aks. Upon injection, the et tube was able to inflate and no leaks were detected. No functional issues were found with the returned sample. (Con't) other remarks: the IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff inflation system, including the valve, should be checked prior to intubation. If a malfunction, is detected in any part of the system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." The IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "inflation issue due to crushed connector" could not be confirmed based upon the sample received. The returned et tube was able to inflate and deflate with no difficulty. There was no damage to the pilot balloon connection of the returned device. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A DHR review was performed and showed no evidence of a manufacturing related issue. No functional issues were found with the returned sample.

Event description:
Customer complaint alleges "unable to inflate cuff after insertion due to crushed connector." Alleged defect reported as detected during use. There was no report of patient harm or consequence.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. It is unknown at the time of this report if the device is available for evaluation. This information has been requested from the customer. A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at this time. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. However , 3 packages were taken from the current production of et tube,cf,8.0 from the lot # 73f1700714, the packages were visually inspected and issue reported "crushed connector" was not observed in the current manufacturing process. Customer complaint cannot be confirmed. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "unable to inflate cuff after insertion due to crushed connector" alleged defect reported as detected during use. There was no report of patient harm or consequence.